Event description:
The manufacturer received information alleging a ventilator's internal battery failed to hold a consistent pressure. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery failed to hold a consistent pressure. The allegation was the ventilator failed to hold a consistent pressure. No issue with the internal battery was alleged. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunction of the device was observed. The device performed to manufacturer's specifications.